Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon alleged the navigation system was inaccurate by a few millimeters. A guide wire was placed using navigation but when checked with a c-arm the wire was lateral. The medtronic representative reported the percutaneous pin was bumped after a spin with the imaging system. Once the frame was bumped the medtronic representative made the surgical team aware of the movement. The site radiologic technologist (rt) attempted to move the pin back into place, but when navigating the surgeon determined the navigation system was inaccurate. The site took another spin with the imaging system and completed the procedure with the use of the navigation system. After all screws had been placed a third spin was done to confirm screw placement and the surgeon was pleased with the results. There was a reported delay of approximately 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). Per instructions for use, "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." As reported: the medtronic representative discussed the movement with the surgical team. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed.